Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, it was discovered that the battery pack was found to have a full charge capacity of (B)(4). The root cause of the battery being unable to reach its full capacity cannot be positively identified. No adverse event resulted from the defective battery. The patient received a replacement battery.

Event description:
A (B)(4) male patient contacted zoll lifecor customer support service to report that one of the patient's batteries wasn't holding a charge. The patient was provided with a battery pack.